Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: follow-up #1, submitted: 09/15/2015: the device was returned to animas and evaluated by product analysis on 08/20/2015 with the following results: review of the black box shows evidence of (B)(4) alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture was observed. No damage to the pcb was found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the complaint, the display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).